Event description:
A red alert was detected on this rv lead for low pacing impedances. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).